Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer at the moment of removal of the elastomer of 5fu, slight edema is noted just above the point of insertion of the PICC. It is executed, washing with 10cc of physiology solution and notes increase in edema, therefore decides to remove the PICC and finds fissure at the 7th centimeter. Procedures are activated per company instructions for removal and monitoring of the vessel. No other information was provided.

Event description:
It was reported by the customer at the moment of removal of the elastomer of 5fu, slight edema is noted just above the point of insertion of the PICC. It is executed, washing with 10cc of physiology solution and notes increase in edema, therefore decides to remove the PICC and finds fissure at the 7th centimeter. Procedures are activated per company instructions for removal and monitoring of the vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc catheter with a needleless injection cap. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 7cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.